Manufacturer narrative:
Result of investigation: during inspection of the returned device it could be determined that the motherboard does not start up and does not provide a picture at the video outputs. The housing fan is running at maximum speed. Because no image is displayed, the device information cannot be read out. According to the device inspection, it is concluded that the damage reported by the customer ("signal error and no display") can be attributed to a component failure on the circuit board. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that for tc201 end user reported problem "signal error" and no display on all signal output. Test functionality of the unit. Unusual noise coming from cooling fan. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).